Manufacturer narrative:
On 5/31/2019, device evaluation was completed: device evaluation summary: during evaluation of the sample a crease was observed in the anterior and extending to the posterior views. Within crease a rupture was observed in the posterior view, measuring approximately 3.6 cm.o no other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant left 350cc mentor memorygel, breast implant, catalog #: 3503501bc, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 350cc mentor memorygel, breast implant and suffered breast implant rupture on her right side postoperatively. The issue was noticed on (B)(6) 2019 during doctor consultation. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number smpx350; serial number (B)(4) on the right side and catalog number smpx350; serial number (B)(4) on the left side.